Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient needs to be the programmer reprogrammed on monday as it is " out of whack" and the healthcare provider (hcp) wants the device reprogrammed. Patient services clarified with the patient stating that they meant the ins. Patient services reviewed the rep's role and the healthcare provider (hcp) office will need to invite the rep to the appointment, and the patient disconnected the call. No further information was reported. No symptoms were reported.